Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported repeated cases of PICC line blockages after recent placement have been observed. Per the customer: multiple cases of blockages have been discovered since initial switch from turbo-ject PICC from turbo-flo PICC 3 months ago. No device remained inside the patient's body. No additional procedures were required due to this occurrence. There were adverse effects on the patient due to this occurrence.